Event description:
The reporter indicated that the pt was in for evaluation of the pacing system after complaining of hiccups. The reporter noticed some unipolar pacing and noise annotation on the iegm. Output was set on nominal settings. During the follow-up, output was reduced without reduction of the noise annotation.